Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that separation occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "I took a blood test this morning. When I pressed the retract button, the system disintegrated. The spring jumped and fell to the ground as well as the entire unprotected needle. The body of the plastic wing remained on my patient's arm. I made sure that the patient had no more foreign body in her arm. Then I checked that I had not done aes (I did not feel any bites and I had shoes closed I concluded that I should not have done aes). Finally I threw the needle in the dasri box but I kept the packaging."

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "I took a blood test this morning. When I pressed the retract button, the system disintegrated. The spring jumped and fell to the ground as well as the entire unprotected needle. The body of the plastic wing remained on my patient's arm. I made sure that the patient had no more foreign body in her arm. Then I checked that I had not done aes (I did not feel any bites and I had shoes closed I concluded that I should not have done aes). Finally I threw the needle in the dasri box but I kept the packaging."